Event description:
The manufacturer received information alleging there is an error in the ventilation volume. The value was 100ml lower than the setting. When the sales representative visited the customer, the customer reported that there was a discrepancy in the ventilation volume. They stated that when the ventilation volume was measured with a testing equipment, it read the value which was lower than the set one by around 100ml. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging there is an error in the ventilation volume on a trilogy evo ventilator. The value was 100ml lower than the setting. When the sales representative visited the customer, the customer reported that there was a discrepancy in the ventilation volume. They stated that when the ventilation volume was measured with a testing equipment, it read the value which was lower than the set one by around 100ml. There was no harm or injury reported. The trilogy evo ventilator was returned and evaluated by the manufacturer's service center. The service technician states that the tidal volume was measured in the settings at the time of use, but it indicated 528 ml, thus the issue of the value being lower than the set one by around 100 ml was not confirmed. The event log was checked, and it was confirmed that there was no alarm indicating a device failure occurred. The service technician states that each test item was verified by the test station, and no faulty parts were detected. The results were conveyed to the sales office, and the repair was cancelled. No further investigation is required.